Event description:
It was reported that intraoperatively, during primary closed reduction the cup and screws came unaffixed from the bone due to bad quality bone. So the surgeon re- reamed and used a larger cup. To accommodate the larger cup the surgeon had to swap out all of the implants except the stem remained implanted. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
An event regarding involving intraop dislocation involving a trident shell and screws was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there has one other event for the reported lot code. A review of the event concludes that they are not similar in nature. Cross referenced complaints: this event is cross referenced with (B)(4) for the same patient who subsequent to this event, underwent revision surgery on (B)(6) 2014 for dislocation. Conclusions: based on the reported details this event was the result of the cup and screws becoming unaffixed from the bone due to bad quality bone. No specific device failure modes were reported. The surgeon re-reamed and used a larger cup and therefore had to swap out all of the implants except the stem (which remains implanted) to accommodate the larger cup. This resulted in a delay of 20 mins to surgery. There was no further information made available.

Event description:
It was reported that intraoperatevely, during primary closed reduction the cup and screws came unaffixed from the bone due to bad quality bone. So the surgeon re- reamed and used a larger cup. To accommodate the larger cup the surgeon had to swap out all of the implants except the stem remained implanted. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).